Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for generator replacement procedure. During the procedure, the physician noted that the insulation on the ventricular lead was cracked. The physician elected to keep the lead implanted as it displayed stable measurements. The lead was connected to the new generator. The patient was in stable condition before, during, and after the procedure and no further intervention is planned at this time.